Manufacturer narrative:
The tech tightened and lubricated the latch and replaced the latch cover to repair the bed.

Event description:
Info received indicates the right head siderail is not latching and the latch cover is missing.